Manufacturer narrative:
(B)(4). The device history record (DHR) and document assessment ((B)(4)) review did not show issues related to the complaint. The sample was returned for evaluation and there were no visual defects detected. Functional testing was also performed and the unit was connected to 110 vac. The scenario is indicative of a defective power supply pcb ((B)(4)). This condition usually requires a pcb by-pass to confirm the power supply, however in this instance when the (B)(4) connector harness was disconnected from the power supply pcb the connector crumbled. This brittle condition is the result of heat over a long period of time. The complaint is confirmed however, no root cause/conclusion could be determined. The unit will have the power supply pcb replaced.

Event description:
The event is reported as: the unit will not power up prior to use. There was no patient involvement reported.